Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of sensor issue with his insulin pump. Customer states that the sensor is producing a weak signal and the pump does not receive data from the transmitter. The patients' blood glucose was 63mg/dl. Troubleshooting was conducted. The sensor is being returned and replaced.